Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a friend/family member of the patient, regarding the patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the reason for the call was that about two weeks ago, the patient's ins was turned off for an MRI. The technician used their equipment and the patient said they thought the MRI technician never turned stimulation back on again because they were having accidents now; they were not having accidents before the MRI. Later, the patient's partner clarified the patient may have, once in a while, had an accident prior to the MRI, but not like now. The patient and their partner were worked with to connect to the ins with the control equipment. They reported stimulation was on, on program 1 at 3.1 volts. When asked if they remembered if they were on program 1 at 3.1 volts prior to the MRI, the patient did not know. The callers said the patient's doctor did not know anything about the device, they just put it in. They told the patient to call two other people. The patient said those two people told them to call the manufacturer. System education information was reviewed, and the patient and their partner were worked with to use the equipment. The patient wanted to try another program. They were successful to activate program 2, and increase to 2.8 volts. The patient confirmed they felt comfort able stimulation in their bike seat area and wanted to try it there. They planned to monitor their symptom results and continue working with their program settings if needed. They mentioned unrelated medical history, which included that they were disabled and needed help to use the control equipment. Their partner reported the patient could not stand long. They were redirected to follow up with their healthcare provider.